Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the pfizer vaccine leaked from hairline cracks in the bd luer-lok¿ tip disposable syringe while attempting to reconstitute it. The following information was provided by the initial reporter: "writer was injecting saline from 3ml syringe to reconstitute pfizer vaccine when saline leaked from syringe onto table. Writer unsure volume of fluid leaked. Pfizer had insufficient volume for appropriate number of doses, vial wasted. No vaccine from vial administered. Hairline cracks seen in syringe."